Manufacturer narrative:
((B)(6) 2008): angioguard rx catalog number 501814mc, lot number 71207512.((B)(6) 2008): intra-procedure medications included heparin. Pre and post-procedure medications included aspirinand clopidogrel.the product remains implanted in the patient and is thus not available for analysis. Additional information received will be submitted within 30 days upon receipt.

Manufacturer narrative:
Approximately six months post index procedure the patient expired. The cause of death was noted as other (accident/trauma). The patient had fallen and developed a subdural hematoma. During the adjudication review, it was noted that it was the clinical impression of the physician that the patient probably had experienced a cva although a repeat head CT was not performed. The adjudication minutes agrees with this assessment. The report received from the (B)(4) study indicated that this (B)(6) female patient was symptomatic at the inclusion into the study on (B)(6) 2008. Nih stoke scale was 4. Medical history included diabetes mellitus, hypertension, previous cea recurrent stenosis and (B)(6). Pta was performed on a lesion in the proximal left internal carotid artery of 30mm in length in a 6.3mm reference diameter vessel. An angioguard embolic protection device was successfully deployed and retrieved. A 7.0x30mm precise stent was successfully deployed at the target site without any malfunctions. It was reported that on (B)(6) 2008, the patient fell, had a subdural hematoma and subsequently died. It was classified as an accidental death. The product remains implanted in the patient and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Stroke is a known potential risk associated with implanting a stent in a carotid artery. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. Eighty percent of all strokes are ischemic. Factors that may have influenced the event include patient, procedural, pharmacological and lesion. However, there is not enough information to draw a clinical conclusion between the device and the event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device.

Event description:
The email received for the (B)(6) study indicated that approximately six months post index procedure the patient died. The cause of death was noted as other (accident/trauma). The patient had fallen and developed a subdural hematoma. During the adjudication review, it was noted that it was the clinical impression of the physician that the patient probably had experienced a cva although a repeat head CT was not performed. The adjudication minutes agrees with this assessment. Pta was performed on a 60% occluded lesion in the proximal internal carotid artery of 10mm in length in a 6.3mm vessel diameter. The arch iii lesion was moderately calcified with moderate vessel tortuousity. The lesion was pre-dilated before a 5mm medium support angioguard was deployed. A 7x30mm precise pro rx stent was successfully deployed at the target site and the angioguard was successfully removed. The residual diameter stenosis measured 20%.